Event description:
It was reported that the user was not receiving sensor glucose readings on the ilet after starting a dexcom g7 continuous glucose monitor (cgm), and the agent walked the user through entering the dexcom g7 pairing code, with the issue attributed to an incorrect or missing pairing step with the correct sensor type. No clinical signs or symptoms were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure for pairing; the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.